Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MFR: 2134265-2017-05037. It was reported that an air embolism and st elevation occurred. A left atrial appendage closure procedure was being performed. An air embolism occurred during the procedure. A 24mm watchman ® laa closure device was implanted. Shortly after a contrast injection, the patient developed st elevation. They were placed on 100% oxygen. There was some wall-motion abnormalities on the echocardiogram. The physician obtained images of the right coronary artery and appeared to be clear and then the st elevations resolved. Patient was extubated and was neurologically intact. Patient is doing okay.